Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted after opening the pod. Inspection of the internal components found score marks on the underside of the top housing. Score marks on the underside of the top housing indicate that the linkage assembly was misaligned with the top housing, creating contact and friction that prevented the formed needle from fully retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.